Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous left anterior descending artery. A 38 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent was twined and it failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the moderately stenosed target lesion was severely tortuous and severely calcified. The stent was twined with another non-bs device and was removed completely.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical hospital. Device evaluated by MFR.: promus premier ous mr 38mm x 4.00mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Stent struts in the mid-section were lifted from the crimped stent position. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous left anterior descending artery. A 38 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent was twined and it failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the moderately stenosed target lesion was severely tortuous and severely calcified. The stent was twined with another non-bs device and was removed completely.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous left anterior descending artery. A 38 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent was twined and it failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.